Event description:
It was reported by the patient that the patient was shocked 4 times in 3 days by the device, a single-chamber implantable cardioverter defibrillator (ICD). According to the manufacturer's implant database, the device was replaced with a dual-chamber ICD. The patient said there had seemed to be some concern with the first device. The patient wanted to know if there was something wrong with the device or the programming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.